Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. The reported issue has been confirmed based on the provided information. The manufacturer determined poor electrical contact of the wiring at the motor protection switch to be the cause of the reported issue. The reported failure is a known issue. In the current design the motor protection switch is also the main switch of the device. The design of the blade receptacle at the motor protection switch is inadequate. The bad electrical contact at the motor protection switch results in the pump p1(s) running with only two line conductors resulting in higher current and higher thermal energy. The inner bimetal contact of the motor protection can also trip due to increased temperature caused by the transition resistance of the electrical contact. In both cases the motor protection switch trips and powers off the device. A root cause analysis is in progress and corrective/preventive actions will become available with an improved design for the electrical monitor, which includes the wiring at the main switch. The improved design is currently not available for the affected market segment, but the release is planned by completion of the implementation of the design change.

Event description:
It was reported to fresenius that an aquabplus reverse osmosis (ro) system sustained thermal damage. The affected parts were located in the electrical system. There was heating damage to the principal switch, and the terminals and electrical wiring between the main ignition switch and the electrical contactor had "sulphated." The principal switch and associated electrical wiring were replaced to resolve the identified thermal damage. There was no patient involvement associated with the reported issue. A sample was not reported to be available for return to the manufacturer for physical evaluation. Additional information was provided upon follow-up. The wire cables from the main switch to the electrical contactor had melted. The main switch overloaded and burn indications were present on the switch terminals. Wire cables from the main switch to the pump contactor also appeared melted. The cause of the reported issue is the electrical load exceeding the capacity of the switch and cable. The main switch does not support the current load. No associated alarms were received. The ro system was in standby at the time of the reported issue. There was no observed smell, smoke, spark flame or arcing. The customer indicated the thermal overload relay had also tripped. No blown fuses were identified in the local power supply. There were no local power grid issues on or around the reported event date. The ro system was reported to be back in service.

Event description:
It was reported to fresenius that an aquabplus reverse osmosis (ro) system sustained thermal damage. The affected parts were located in the electrical system. There was heating damage to the principal switch, and the terminals and electrical wiring between the main ignition switch and the electrical contactor had "sulphated." The principal switch and associated electrical wiring were replaced to resolve the identified thermal damage. There was no patient involvement associated with the reported issue. A sample was not reported to be available for return to the manufacturer for physical evaluation. Additional information was provided upon follow-up. The wire cables from the main switch to the electrical contactor had melted. The main switch overloaded and burn indications were present on the switch terminals. Wire cables from the main switch to the pump contactor also appeared melted. The cause of the reported issue is the electrical load exceeding the capacity of the switch and cable. The main switch does not support the current load. No associated alarms were received. The ro system was in standby at the time of the reported issue. There was no observed smell, smoke, spark flame or arcing. The customer indicated the thermal overload relay had also tripped. No blown fuses were identified in the local power supply. There were no local power grid issues on or around the reported event date. The ro system was reported to be back in service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that an aquabplus reverse osmosis (ro) system sustained thermal damage. The affected parts were located in the electrical system. There was heating damage to the principal switch, and the terminals and electrical wiring between the main ignition switch and the electrical contactor had "sulphated." The principal switch and associated electrical wiring were replaced to resolve the identified thermal damage. There was no patient involvement associated with the reported issue. A sample was not reported to be available for return to the manufacturer for physical evaluation.